Event description:
It was reported that during a routine follow-up of the implantable pulse generator (ipg), the device stored data showed underreporting of atrial high rate (ahr) episodes. A technical note explaining this issue was sent to the medtronic representative inquiring about the missing data and adjustments were made to the device settings accordingly. Device performance will be monitored going forward and evaluated at a future patient visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2011; 407645, implantable pacing lead, (B)(6) 2011. (B)(4).